Manufacturer narrative:
Upon additional information, this event will be updated.

Event description:
--

Event description:
Boston scientific received information that at the latest follow up of this pulse generator (pg) a remaining longevity of one year reported. Premature battery depletion was alleged. At the next follow up, a memory dump will be performed. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A memory dump showed that due to atrial lead impedances varying as well as the thresholds slightly increasing the longevity of the device could change depending on these values. Available information from the electrocardiograms as well as a memory dump confirmed that this device is not depleting prematurely and is operating as designed and programmed.